Event description:
Attorney alleged "the plaintiff had a long history of back pain and was prescribed a synchromed ii pump and catheter by his physician and allegedly were implanted on (B)(6) 2009. It also alleges that he 'has already undergone and will require additional surgery, extensive therapy, and extreme pain and suffering caused by the synchromed ii' and related components." The medication being delivered via the device system was not reported.

Manufacturer narrative:
(B)(4)